Event description:
It was reported that this therapy pacemaker (crt-p) was suspected to induce the patient into a torsade de pointes episode after the right ventricular automatic threshold (rvat) test was performed. Technical services (ts) was consulted and discussed the possibility of premature ventricular contractions (pvc) inducing the arrhythmia, however, ts also noted that the episode seemed to be occurring twice during the rvat. The arrhythmia episode seemed to have terminated on their own. Reprogramming options were discussed. No additional adverse patient effects were reported. At this time, this device remains in service.